Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and a motor error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 153 mg/dl. The customer reported that his blood glucose level dropped to 50 mg/dl the night before the call, which was treated with glucose tablets. During troubleshooting, the device was able to prime with no errors and passed the displacement test. The insulin pump was not replaced or returned for analysis. The customer was advised to monitor the device. The insulin pump was not replaced or returned for analysis.